Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer booted normally to the application screen. The cranial program and exams load without issue. No frozen screens were observed during burn-in testing. Seatools long test-no errors. Memtest86-no errors. The computer is missing dmi information and will not dupe. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Correction: device manufacture date updated to proper value.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the computer would freeze after using the system for an unlisted amount of time. To resolve the reported issue, the computer was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect computer has not been received by the manufacturer for evaluation.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2016 a medtronic representative performed a navigation system planned maintenance (pm), software and instruments areas passed. Hardware test failed. Software test failed. Software applications become unresponsive after some working time. Return requested for suspect computer (B)(6) 2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a planned maintenance (pm), found that a site's navigation system central processing unit (cpu) was not working properly. They appeared to be a software problem as the computer becomes unresponsive after some using time. This issue occurs in all the applications. No further details regarding the behavior were provided. There was no patient present when this issue was identified.